Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken molded insulator at the distal end. A piece approximately 0.082" x 0.09" in size was missing and not returned with the instrument. The complaint regarding physical damage was confirmed by failure analysis. An additional observation related to the primary failure was that the instrument was found to have one bent grip, causing misalignment of the grips. There was a 0.029¿ offset at the tips. The grips did not show cracking damage.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer noticed the fenestrated bipolar forceps instrument tip became distorted. A fragment from the instrument fell into the patient¿s cavity and was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. During the procedure, the customer used the instrument for more than 30 minutes to retract the tissue, then the instrument broke and the fragment fell into the patient. The fragment was retrieved during same procedure and confirmed with visual inspection. Post-operative tests were not performed. The instrument did not collide with any other instruments or other hard material and the fragment did not fall inside the patient during an instrument tip collision. No arcing nor thermal damage was observed. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. No other damage was noted on the instrument after the event occurred and the cannula had no issue. The customer used a backup instrument of same kind to complete the procedure. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.